Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process, after which the malfunction did not occur again. The customer was informed they could continue using the pump and advised to call back if the issue recurred.